Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the adverse event/incident was received by endologix. Due to the absence of medical records and reported medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, the case will be reviewed as needed. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted in patient.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and two vela suprarenal stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years later, the patient presented for a follow up where a computed tomography (CT) scan identified a potential 1b endoleak. The physician completed a re-intervention and treated the patient with an ovation ix limb stent graft extension on the left limb, and a right coil embolization and afx limb stent graft placement. The endoleak was resolved and the patient is reportedly in stable condition pre and post procedure.